Event description:
It was reported that the user experienced elevated blood glucose readings after starting pump therapy, with both the pump and fingerstick indicating high values, and the user temporarily discontinued pump use per clinician direction to manage glucose via subcutaneous insulin pens; the event was categorized with insufficient information regarding a specific device problem or component. Symptoms included hyperglycemia without reported clinical complications. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user and healthcare provider. Investigation of this case revealed no findings available to identify a device malfunction, and the available information was insufficient to attribute the event to a specific device component or problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.